Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines") and headache ("headaches"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), ovarian cyst ("cysts on my right and left ovaries"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (surgical removal of coil(s))). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension, ovarian cyst, migraine, headache and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, headache, migraine, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: events dysmenorrhea, bloating, ovarian cyst, migraine, headache, lower abdominal pain, back pain added. Lab data, outcome of event abdominal pain lower added as recovering. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (b)(6 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.